Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2013 and the pt was discharged home. Two days later, the pt presented to the emergency room with "severe abdominal pain". The pt was "diagnosed with a small bowel perforation requiring an exploratory laparotomy and bowel resection. A perforation was also noted on the uterine fundus". Additionally it was reported "the perforation of the bowel was in the mid-distal jejunum". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).